Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. Top case was found cracked. Battery communication time out was found in event history log. Reported problem duplicated during power up process. The root cause of the reported issue was found to be normal wear. Pump is over 6 years old. Actions were taken to mitigate the reported issue: replaced battery

Event description:
It was reported that the device will not turn off and showing continuous alarming. No patient injury was reported.